Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that the sidewall switch had intermittent functionality. The switch was replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the door was closed, the pendant still showed that the door was open. The user was able to apply pressure to the side of the door sidewall covers to get the door switch to engage. There was no patient involved.